Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit ii 2-piece syringe experienced (short description of event) the following information was provided by the initial reporter, translated from french to english: during the withdrawal of the treatment with the syringe, the latter passed between the joint of the syringe and the plunger and the product flowed out.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 309110 and lot number 2211257. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples were obtained from the manufacturing facility for review; however, none of the retained samples displayed any signs of leakage.

Event description:
It was reported that the bd discardit ii 2-piece syringe experienced (short description of event) the following information was provided by the initial reporter, translated from french to english: during the withdrawal of the treatment with the syringe, the latter passed between the joint of the syringe and the plunger and the product flowed out.